Manufacturer narrative:
Updated fields: b4, e1 (event site email), e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10, h6 (medical device ¿ problem code). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) the displayed arterial pressures were very low. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the arterial waveform appeared appropriate and was not damped, but the displayed pressures were extremely low and did not correlate with noninvasive blood pressure measurements or the patient¿s mentation and clinical presentation; intermittent improvement in pressures was noted with site manipulation. A console image demonstrated an appropriate waveform with pressures of 27/15 (map 27) and an augmentation of 43 via transducer. Esp personnel recommended placing the pump in standby, flushing for 20 seconds, and restarting therapy; subsequent readings were similar. Noninvasive blood pressure values remained within normal limits, with an approximate 40-mmhg discrepancy in map compared to the iabp readings. Esp personnel discussed expected physiologic differences between aortic and peripheral pressures and between pump and monitor measurements. The customer maintained that the patient did not clinically present with a map in the 40s. Due to observed ECG signal artifact, esp personnel recommended replacing the ECG electrodes, which resulted in slight improvement in displayed values to 63/35 (map 59) with augmentation of 102. The customer stated that aspiration of the inner lumen could not be performed due to facility policy and that the physician planned to remove the balloon catheter later that day. A getinge field service engineer (fse) inspected the unit and observed multiple ¿augmentation below set limit¿ alarms. The fse referenced the operator¿s manual for additional information regarding this alarm condition. No issues were identified with the device or the attached cables. The unit passed all functional and safety test in accordance with the manufacturer's specifications.

Event description:
N/a

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) pressure was very low. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.